Manufacturer narrative:
The device was returned to for repair. A visual inspection and functional test were performed. No appearance of any physical damaged. The complaint condition was unable to be duplicated during the evaluation. There was a primary audible alarm post error in the event history log (ehl). Service replaced the speaker and interconnect board as a preventive. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a system failure alarm was experienced.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) as a result of warning letter (B)(4) additional information h6, b5: event did not happen while in patient use.

Event description:
Additional information received: event did not happen while in patient use